Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with-out the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Returned with the sample was supplied 30cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder mem-brane, covering the iabc distal tip. Buckling was noted to the teflon sheath extrusion. The one-way valve was connected and tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 51.6cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. N o other visual damage or abnormalities were noted to the returned sample. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key code was "lcs". The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The in-structions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 52.4cm from the iabc luer end. No other fiber breaks were noted. The one-way valve was connect-ed to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was attempted to be moved towards the iabc bifurcate. Initially, the sheath did not move. The sheath was able to be removed entirely from the iabc using force. Upon removing the sheath, no obvious damage or abnormalities were noted to the bladder membrane. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 25.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium leak" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which caused the reported complaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the tef-lon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not fol-low the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive ac-tion (CAPA) has been initiated to address the issue. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "helium leak". As a result the catheter was removed and replaced with a device from a different manufacturer. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "helium leak". As a result the catheter was removed and replaced with a device from a different manufacturer. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.